Event description:
Event verbatim [preferred term] it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling [thermal burn], it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) non-pregnant, non-post-menopausal other race female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number r54929 11/29, expiration date oct2019, via an unspecified route of administration from an unspecified date to an unspecified date in 2014 at 2 patches per month and used every month for the past 3 years for about 3 days at a time, and applied 1 patch, topically yesterday on (B)(6) 2017 for awful cramps with period. The patient denied additional medical history or testing. The patient was not currently under the care of a physician for any medical condition. Concomitant medicine included regular strength acetylsalicylic acid (midol) at 2 pills yesterday morning from (B)(6) 2017 for menstrual cramps. The patient stated that she started using the product in 2014. Generally used 2 patches per month and used every month for the past 3 years for about 3 days at a time. She used them for awful cramps during her period. The product helped her get through day to day things like being able to go to work and not be in extreme amounts of pain. Last night she actually put one on because it was a little bit cold out and she was going to head to the grocery store. Her main reason for putting it on was to not be in pain while grocery shopping. This is the first time she had an issue. She applied the adhesive to her underwear, side with heat bulbs was towards her skin. The patient reported wearing thermacare by attached the adhesive to clothing. The patient reported checked her skin under the product while wearing twice to check adhesive it sticking on correctly. The patient read the usage instructions on thermacare before used the product. The patient classified her skin tone as olive and neither had sensitive skin nor any abnormal skin conditions. The patient did not engage in exercise while using the product. The patient stated last night she was using thermacare menstrual heat pack on (B)(6) 2017. The patient applied to skin (pending clarification) around 8:15 pm and had on for less than an hour. About an hour after putting it on, she adjusted the wrap and noticed a stinging pain. Stated it literally burnt the top layer of skin off over her ovary on (B)(6) 2017. Stated skin was burned off, it was just pink where it used to be. Later said it burned a piece of her skin off, there was no color where it was. Stated it was a very sensitive area to have a burn in. She removed the product, applied bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and covered the burn with a band-aid. The product looked fine, like it normally did. The product was not torn. She added that she stopped using the product and this was a permanent stop. Product strength and count size dispensed: 3 count. The sample of the product was available to be returned. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcomes of events were not resolved. The patient stated skin was still burned and that it would probably heal in about a week or so. The patient did not consult a healthcare professional for the problem/symptom. Additional information has been requested and will be provided as it becomes available. Follow-up (27jun2017): new information received in response to mail trail sent for query includes: confirmed and updated information on reporter (name, address, and telephone). Company clinical evaluation comment: based on the information provided, the events of "it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
It literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling [thermal burn] , it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off [skin exfoliation] , . Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) non-pregnant, non-post-menopausal other race female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number r54929 (B)(6), expiration date oct2019, via an unspecified route of administration from an unspecified date to an unspecified date in 2014 at 2 patches per month and used every month for the past 3 years for about 3 days at a time, and applied 1 patch, topically yesterday on (B)(6) 2017 for awful cramps with period. The patient denied additional medical history or testing. The patient was not currently under the care of a physician for any medical condition. Concomitant medicine included regular strength acetylsalicylic acid (midol) at 2 pills yesterday morning from (B)(6) 2017 for menstrual cramps. The patient stated that she started using the product in 2014. Generally used 2 patches per month and used every month for the past 3 years for about 3 days at a time. She used them for awful cramps during her period. The product helped her get through day to day things like being able to go to work and not be in extreme amounts of pain. Last night she actually put one on because it was a little bit cold out and she was going to head to the grocery store. Her main reason for putting it on was to not be in pain while grocery shopping. This is the first time she had an issue. She applied the adhesive to her underwear, side with heat bulbs was towards her skin. The patient reported wearing thermacare by attached the adhesive to clothing. The patient reported checked her skin under the product while wearing twice to check adhesive it sticking on correctly. The patient read the usage instructions on thermacare before used the product. The patient classified her skin tone as olive and neither had sensitive skin nor any abnormal skin conditions. The patient did not engage in exercise while using the product. The patient stated last night she was using thermacare menstrual heat pack on (B)(6) 2017. The patient applied to skin (pending clarification) around 8:15 pm and had on for less than an hour. About an hour after putting it on, she adjusted the wrap and noticed a stinging pain. Stated it literally burnt the top layer of skin off over her ovary on (B)(6) 2017. Stated skin was burned off, it was just pink where it used to be. Later said it burned a piece of her skin off, there was no color where it was. Stated it was a very sensitive area to have a burn in. She removed the product, applied bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and covered the burn with a band-aid. The product looked fine, like it normally did. The product was not torn. She added that she stopped using the product and this was a permanent stop. Product strength and count size dispensed: 3 count. The sample of the product was available to be returned. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcomes of events were not resolved. The patient stated skin was still burned and that it would probably heal in about a week or so. The patient did not consult a healthcare professional for the problem/symptom. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of " it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of " it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling [thermal burn] , it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) non-pregnant, non-post-menopausal other race female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number r54929 11/29, expiration date oct2019, via an unspecified route of administration from an unspecified date to an unspecified date in 2014 at 2 patches per month and used every month for the past 3 years for about 3 days at a time, and applied 1 patch, topically yesterday on (B)(6) 2017 for awful cramps with period. The patient denied additional medical history or testing. The patient was not currently under the care of a physician for any medical condition. Concomitant medicine included regular strength acetylsalicylic acid (midol) at 2 pills yesterday morning from (B)(6) 2017 for menstrual cramps. The patient stated that she started using the product in 2014. Generally used 2 patches per month and used every month for the past 3 years for about 3 days at a time. She used them for awful cramps during her period. The product helped her get through day to day things like being able to go to work and not be in extreme amounts of pain. Last night she actually put one on because it was a little bit cold out and she was going to head to the grocery store. Her main reason for putting it on was to not be in pain while grocery shopping. This is the first time she had had an issue. She applied the adhesive to her underwear, side with heat bulbs was towards her skin. The patient reported wearing thermacare by attached the adhesive to clothing. The patient reported checked her skin under the product while wearing twice to check adhesive it sticking on correctly. The patient read the usage instructions on thermacare before used the product. The patient classified her skin tone as olive and neither had sensitive skin nor any abnormal skin conditions. The patient did not engage in exercise while using the product. The patient stated last night she was using thermacare menstrual heat pack on (B)(6) 2017. The patient applied to skin (pending clarification) around 8:15 pm and had on for less than an hour. About an hour after putting it on, she adjusted the wrap and noticed a stinging pain. Stated it literally burnt the top layer of skin off over her ovary on (B)(6) 2017. Stated skin was burned off, it was just pink where it used to be. Later said it burned a piece of her skin off, there was no color where it was. Stated it was a very sensitive area to have a burn in. She removed the product, applied bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and covered the burn with a band-aid. The product looked fine, like it normally did. The product was not torn. She added that she stopped using the product and this was a permanent stop. Product strength and count size dispensed: 3 count. The sample of the product was available to be returned. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcomes of events were not resolved. The patient stated skin was still burned and that it would probably heal in about a week or so. The patient did not consult a healthcare professional for the problem/symptom. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (27jun2017): new information received in response a query included: confirmed and updated information on reporter (name, address, and telephone). Follow-up (16aug2017): new information received from the product quality complaint group included: product quality investigational results. Company clinical evaluation comment based on the information provided, the events of " it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device, comment: based on the information provided, the events of " it literally burnt the top layer of skin off over her ovary/ skin is burned off/ burned a piece of her skin off/stinging pain/ stinging feeling" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.